Event description:
Iabp was alarming "blood leak detected." No blood was apparent in the tubing, line flushed easily, good blood return, all connections secure as recommended by troubleshooting help screen of pump. Unable to get balloon to refill with helium or start pumping again after trouble shooting completed. Iabp was inoperable for 15 minutes. Machine was changed out with another iabp which functioned appropriately. No harm to patient.